Manufacturer narrative:
Internal complaint number: (B)(4). The lot # 25151668 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb bisector (us), they had what appeared to be a piece of plastic in the tunnel created by the pa. We removed the piece, and it looks like a piece of plastic that might've come from the vasoview or one of the components.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb bisector (us), they had what appeared to be a piece of plastic in the tunnel created by the pa. We removed the piece, and it looks like a piece of plastic that might've come from the vasoview or one of the components.